Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: 3016119728. While the reported sion blue guide wire is currently marketed in the us under the model number: ahw14r104s, the subject model is marketed some areas outside the us under the model number: ah14r104sr. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported asahi sion blue guide wire was returned for investigation. The shaft of the returned sion blue guide wire was found fractured at approximately 14mm proximal to the proximal solder (set at 200mm from the wire tip to fix the outer coil onto the core wire). The shaft was found curved proximal to the distal shaft fracture end. The proximal shaft fracture end was found helically deformed for approximately 35mm from the fracture edge. Observation by scanning electron microscope (sem) of each of the fracture ends of the outer coil and the core wire found local bend proximal to the fracture edge, as well as longitudinal helical cracks attributed to torsion and relatively flat fracture surfaces. Measurement of the returned sion blue guide wire indicated that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that twisting stress and bending stress generated with guide wire manipulation might have been locally accumulated on the subject sion blue guide wire while the distal segment of the sion blue guide wire was trapped by the lesion and got stuck with the sasuke double-lumen catheter due to anatomical conditions. Consequently, the guide wire shaft was fractured. Although it was concluded that the reported event was not attribute do the product quality, it was concluded that possibility of some fragment left in site could not be completely ruled out should the same event recur. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]. Separation of the guide wire

Event description:
It was reported that a percutaneous coronary intervention (pci) was performed for a heavily tortuous chronic total occlusion (cto) in segment #3 of the right coronary artery (rca). When an asahi sion blue guide wire was inserted in an asahi sasuke double-lumen catheter to cross the cto, the sion blue guide wire got stuck with the sasuke double-lumen catheter. When the two devices were removed from the patient anatomy, the subject sion blue guide wire was found damaged. An unspecified guide wire and an unspecified penetration catheter were used instead for lesion crossing attempts, without success. A different set of devices were used but could not access the cto. The operator decided to perform angioplasty at a later date. It was informed that there were no anomalies with the patient conditions.